Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (5) 3/10cc, 8mm, 31g syringes in open poly bags from lot # 9336996. Customer states that shields are difficult to remove and needle hub separates into shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined.

Event description:
It was reported that 5 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported difficulty removing the needle shields on 4-5 insulin syringes. Stated he has to twist hard to remove the orange caps. Stated then the whole needle component comes off with the cap. Consumer stated he sent previous mail kit back on 09/29/20 and provided tracking number 9114901230801743427321. Lot # 9336996, cat # 328438, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported difficulty removing the needle shields on 4-5 insulin syringes. Stated he has to twist hard to remove the orange caps. Stated then the whole needle component comes off with the cap. Consumer stated he sent previous mail kit back on (B)(6) 2020 and provided tracking number (B)(4). Lot # 9336996, cat # 328438, date of event: unknown.